Event description:
It was reported that the patient noticed the inflatable penile prosthesis had a bulge at the base of the penis on the left side. On physical examination, an aneurysm of the left cylinder was noted, forming a 3 cm protuberance on the lateral side of the penis. Additional information received indicated the revision surgery is planned for (B)(6) 2020.